Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6), inc product. It was reported that it was noticed that the green patch cable had exposed wires. The green patch cable was replaced and the procedure continued. The caller stated that it was unknown how and when the damage occurred. The caller was advised to send a photo of the damage by email. The caller stated that the faulty green patch cable was not the new green patch cable sent on 1/22/26. See (B)(4). It was also reported that the pin box connector to the piu was noticed to be cracked. The pin box was replaced and the procedure continued. The caller stated that it was unknown how and when the damage occurred. The caller was advised to send a photo of the damage by email. It was also reported that the carto 3 system was unable to get past error 1 (no communication with piu detected.). The caller stated that the fiber optic cable connector was pushed in and unable to be fully connected to the piu. The caller stated that there was no visible damage to the piu. The fiber optic cable was replaced and the error cleared. The procedure continued with no further issues. The caller was unsure if the faulty fiber optic cable was the new one sent on 12/8/2025. See (B)(4). A replacement green patch cable was requested. A replacement pin box was requested. A replacement fiber optic cable was requested. The caller stated that the farapulse system was used for ablation. The caller stated that petal xml was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).